Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 25mg/ml at 2.996mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was admitted to the hospital on (B)(6) 2016 with symptoms. The reported symptoms were sleepy/drowsy. The patient had been given narcan for the past 2-3 days to address the symptoms. The healthcare provider wanted the pump stopped. A company representative would be contacted to come and assist with turning the pump off temporarily. It was noted that the patient may want the pump removed. The interventions/actions taken to resolve the symptoms and the cause of the symptoms not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.